Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8302714. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. The sample returned by the customer facility was reviewed, however the foreign material identified in the initial event description could not be located. Without compositional testing the root cause for this complaint could not be determined at the conclusion of our review. H3 other text : see section h.10

Event description:
It was reported that the pegasus pnk 20ga x 1.16in prn-cap y experienced mold presence which was noted prior to use. The following information was provided by the initial reporter: it's noticed that mildew on the outer wall of the catheter after unwrapped the package no direct contact with end users.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pegasus pnk 20ga x 1.16in prn-cap y experienced mold presence which was noted prior to use. The following information was provided by the initial reporter: it's noticed that mildew on the outer wall of the catheter after unwrapped the package no direct contact with end users.